Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and an enlarged atrium. It was noted that imaging was difficult. An xtw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. However, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The second inserted into the valve. However, sufficient reduction of mr was unable to be achieved. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There were no adverse effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, returned device analysis identified gripper actuation issue with both the grippers. It was observed that the tactile marker gripper line and non-tactile marker gripper line had separated from the clip (material separation) and l-lock shaft holes with the gripper line trumpets intact. The reported difficult delayed positioning-anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information and analysis of the returned device, the gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. This complaint is within the scope of an exception (issue) 130421 and exception (action) 135842 as the complaint description and device codes match the specific issue described in the exception. Therefore, this exception is referenced. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. A cause for the reported difficult or delayed positioning with anatomy; however, could not be determined. The reported image resolution poor is related to procedural conditions as imaging was reported to be difficult due to imaging quality.